Manufacturer narrative:
Update to b3 and b5.

Event description:
The patient underwent a successful valve in valve procedure using a 26mm sapien 3 ultra valve.

Event description:
Approximately 4 years and 3 months post-implant of 23mm sapien 3 valve via transfemoral approach, the patient is being worked up for a valve in valve procedure due to paravalvular leak (pvl).

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Update to b5. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate an incomplete expansion of the valve with 2 gaps areas caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per medical record review, the patients 4-year echo indicated tavr bioprosthesis in the ao position, leaflets appear normal and move adequately. The 2d and 3d analysis indicateds that there appears to be a gap between the stent and the aorta. No intracardiac or pericardial effusions. The gradients are acceptable, however, there is incomplete expansion of the tavr to the aortic wall with 2 gap areas bleeding to at least moderate, possibly moderate to severe aortic insufficiency which is perivalvular in nature. The patient is to have a valve in valve procedure, as planned.